Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use aspiration needle broke and fell into the patient during an ebus-tbna (endobronchial ultrasound transbronchial needle aspiration) procedure. The part was removed, and the procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a bending load was applied to the needle tube during insertion of the endoscope, etc., causing the needle tube to buckle. The stylet was pushed or pulled while the insertion of the stylet was heavy. The stylet near the knob was repeatedly subjected to a bending load, resulting in a decrease in the strength of the stylet. External load was applied to the area where the strength decreased, causing the stylet wire to fracture. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.